Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery. Customer stated that alarms have occurred multiple times with the most current lot of infusion sets. Blood glucose value is unknown. Customer was unable to troubleshoot at the time and stated that she will contact her doctor about the issue.